Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10115 et tube,cf,7.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was returned cut at the 29 cm mark and with only the proximal end of the et tube. The returned piece of the tube has a split in the middle of the tube, along the inflation lumen. The returned sample was sent to the manufacturing site for further evaluation. Multiple dimensions were measured and compared; all dimensions of the returned sample were found to be within the specifications. R & d was consulted and since the sample was confirmed to meet all specifications regarding the position of the inflation lumen, size of the inflation lumen and thickness of the lumen, it could not be determined exactly how or what caused the split in the returned et tube. Functional inspection could not be performed based on the condition of the returned sample. Per DHR the et tube,cf,7.5 lot # 73g1800794 was manufactured on 08/01/2018 a total of 3,500 pieces. Lot was released on 08/02/2018. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "if a reinforced tube is used orally, a bite block is recommended." The reported complaint of "split in tube caused leak" was confirmed based upon the sample received. The sample was returned cut at the 29 cm mark and with only the proximal end of the et tube. The returned piece of the tube has a split in the middle of the tube, along the inflation lumen. Functional inspection could not be performed based on the condition of the returned sample. All et tubes are 100% inspected for inflation and deflation during manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. R & d was consulted and it could not be determined exactly how or what caused the split in the returned et tube. This complaint issue appears to be an isolated event. We will monitor and trend on this issue.

Event description:
Customer complaint alleges the device had was split which created a leak that was noted after intubation. The user modified the device by cutting the tube below the split which resolved the issue. (Continued) it was reported there was no patient harm or necessary re-intubation.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device had was split which created a leak that was noted after intubation. The user modified the device by cutting the tube below the split which resolved the issue. (Continued) it was reported there was no patient harm or necessary re-intubation.